Event description:
It was reported that during implant the anchor would not deploy correctly and kept going out the side of the syringe. The anchor shifted out to the side of the handle, like it slipped off track and out the side gap. The anchor was later described as broken. The broken anchor was never implanted. The actions required as a result of the event included opening an accessory kit to get another anchor. The product issue was not resolved and the cause of the issue was not determined. The patient¿s status was alive ¿ no injury. There were no patient symptoms associated with the event. The pump was used to infuse infumorph.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis identified the anchor deployment tool was returned, with the anchor still attached/stuck on the hypotube. The proximal side of the anchor folded/compressed in, did not properly detach from the tool and was not able to be used. The anomaly seen was likely related to silicone blocking that occurred between the interaction of the anchor and the hypotube. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8785, lot# n529648, implanted: (B)(6) 2015, product type: accessory. Product ID: 8637-20, serial# (B)(4), implanted: (B)(6) 2015, product type: pump. Product ID: 8835, serial# (B)(4), product type: programmer, patient. (B)(4).